Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and onsite and confirmed the reported malfunction. Upon troubleshooting, fse found issue with host pc not booting. Fse rebooted the host pc several times to get the system to boot and suspected the drive bay was the issue. The disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. To resolve the issue on 19th march 2025, philips has initiated a medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot past the bios. No harm was reported to philips. Philips has started an investigation of this complaint.